Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that the infusion set cannula was kinked. Infusion set was placed in abdomen. No further information was available.